Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that there was an inaccurate delivery issue with the pump. The reporter stated that the patient had a blood glucose level over 250 mg/dl but under 500 mg/dl and did not report that the patient had experienced any symptoms relating to hyperglycemia. The alleged blood glucose excursion does not meet criteria for a serious injury. The reporter reviewed the pump settings and found that they were programmed correctly. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/22/2014 with the following findings: the last basal and the last bolus delivery were on (B)(6) 2014. The pump history showed no alarms outside the range of normal patient use. The recorded total daily doses of insulin added up correctly and reflected the user's programmed basal rate. A delivery accuracy test was successfully completed as the pump was found to be delivering in the appropriate range. The allegation could not be duplicated during the investigation. Unrelated to the allegation of an inaccurate delivery, the battery compartment was cracked between the bumper pad and cover.